Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error log and visually saw the cup hitting the side of the bf rotor. Fse performed cup transfer evaluation, tightened screws on bf incubator pulleys, adjusted the bf rotor home disk to center the rotor into the proper position. Fse repaired and validated the analyzer by successfully performing cup evaluation marco and ran quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were two similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4163) x-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned bf rotor home disk.

Event description:
A customer reported error message ¿4163 x-axis cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer verified no cups were dropped and the waste bin was empty, and performed an all-set-home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.